Event description:
The monopolar cutting loop broke in half at the conclusion of procedure resecting the prostate. The monopolar cutting loop broke in half at the conclusion of procedure resecting the prostate. FDA safety report ID# (B)(4).